Manufacturer narrative:
Concomitant medical products: 1000ml bag of 70% dextrose and 10% trophamine; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. Although no event date and/or time was reported, a review of the event logs for an infusion that was programmed for around the reported infusion length (24hrs) showed the closest infusion was a basic infusion of an unknown drug that was reprogrammed to infuse at a rate of 24ml/hr and vtbi of 555ml on (B)(6) 2015 8:55pm. On (B)(6) 2015 4:54am (approximately 8hrs), the vtbi was manually changed to 222ml with approximately 188ml noted to have been infused; although approximately 367ml was calculated to have been remaining in the infusion bag. At 6:51am, the volume infused was cleared in which approximately 50ml was noted to have been further infused. At 6:58am, the pump module alarmed for air-in-line in which approximately 3ml was noted to have been further infused; and two minutes later, the channel off key was pressed. It is unknown why the infusion was manually ended before the intended programmed length. No issues were noted with the received infusion bag. The infusion set was not received for investigation. Functional testing of the pump module found the device to be delivering fluid within specification. The root cause of the reported infusion completing sooner than expected was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a tpn infusion was programmed for 24 hours and it was discovered to be complete after 11 hours. After the event, the patient was asymptomatic and the bmp lab was within normal limits. No patient harm reported.